Event description:
A patients wrist was noted to be swollen and slightly red at the peripheral IV site. The IV was removed. It was noted that the line had been in the patient for 7 days. No treatment was required other than removal of the IV.